Manufacturer narrative:
(B)(4).

Event description:
Maude event report indicates patient was scheduled for shoulder arthroscopy. Surgeon was doing the procedure and was using the arthroscopic shaver and noticed on the screen that there was metal fragments coming off the shaver. It is unknown whether the surgeon flushed out the fragments.